Event description:
It was reported that the asymptomatic patient presented to the operating room for routine generator changeout. Externalized conductors were observed. No electrical anomalies were detected. The lead was capped and replaced. The patients condition is good after the event.